Event description:
Hamilton medical ag received the following event description: it was reported that during ventilation the device displayed multiple technical faults and could not be cleared. Additionally it was mentioned that the blower on the device was making a lot of noise. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ag received the logfiles of the device for analysis. Review of the device event log identified tf 431001 blower fault with associated ambient failure and panel-observed technical fault entries. Investigation ongoing.